Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR:visual and microscopic examination of the returned device revealed that there was a complete circumferential tear in the balloon wall near the proximal bond. The portion of the balloon distal to the tear was not received for analysis. The inner shaft was separated 2.5cm proximally from the balloon tear. The portion of the inner shaft distal to the separation, including the marker bands and distal tip, was not received for analysis. Magnified inspection of the fracture surfaces and the remainder of the device presented no evidence of any material or manufacturing deficiencies that could have contributed to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch is unknown and the manufacturing records for the complaint could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure the balloon detached. The target lesion was located within a sharp bend (45 degree angle) in the severely calcified left circumflex (lcx) artery. An apex otw 15mm x 2.00mm balloon catheter had been advanced to treat the target lesion. The balloon was inflated over a calcified portion of the lesion and "punctured". To what atms and how long the balloon was inflated is unknown. While attempting to withdraw the apex otw 15mm x 2.00mm balloon catheter, the balloon and markers sheared off the shaft and remained in the lcx. Surgery is not planned and the patient will be medically managed. No additional patient complications were reported and the patient's status is good.

Event description:
It was further reported that the target lesion was 70-80% stenosed.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure the balloon detached. The target lesion was located within a sharp bend (45 degree angle) in the severely calcified left circumflex (lcx) artery. An apex otw 15mm x 2.00mm balloon catheter had been advanced to treat the target lesion. The balloon was inflated over a calcified portion of the lesion and "punctured". To what atms and how long the balloon was inflated is unknown. While attempting to withdraw the apex otw 15mm x 2.00mm balloon catheter, the balloon and markers sheared off the shaft and remained in the lcx. Surgery is not planned and the patient will be medically managed. No additional patient complications were reported and the patient's status is good.